Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed a slit on the catheter body, 0.10 inches in length, at the 12.3 centimeter area (distal of thermal filament), which entered into the thermistor lumen. Blood residue was visible inside the thermistor lumen.

Event description:
It was reported that an alarm went off after 2 hours of use, and blood leakage was observed from the thermistor connector. No patient complications were reported.